Event description:
The neonatal intensive care unit (nicu) continues to get defective intravenous (IV) catheters (lot # 4177309) stocked in our floor stock. I have filed a previous rl (# (B)(4)) on 11/07/2024 with the same issue. This is a major safety concern for our patients. The IV catheters bend and "accordion" when attempting to insert them. They also appear to be jagged and/or frayed at the tip of the catheter. I have contacted central supply about the issue and have been reassured that they have been removed from the shelves and out of circulation but continue to find them stocked in our floor stock.